Event description:
The user reported that the smartsite attached to the central venous catheter became disconnected causing blood spillage. No patient harm reported. No additional information provided. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No further information was available.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was contaminated with blood. No failure investigation could be performed. Lot history record review could not be performed, because no lot number was provided.